Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the (recharger) (serial# (B)(4)) found there was no anomaly. Other applicable component: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there poor coupling with recharging. It was reported that 6 bars could be obtained and it wouldn¿t move and it will drop. It was reported that it was taking a long time to charge. It was reported that the new ins recharger was received but the coupling issue is still unresolved. The patient reported getting zero bars. The patient reported that the recharging waist belt has not been used because it doesn¿t work for the them. A troubleshooting was initiated and the consumer was told to reposition the antenna over the ins and attempt recharge session. The patient reported getting 8 coupling bars but stated that they hadn¿t move and the bars dropped to 4 and went back up to 6. The patient reported that they have had the implant in less than a month. The patient reported that there may be some swelling or fluid causing the issue because even with the new ins recharger, they were still having coupling difficulty. The patient reported that they can¿t use adhesive discs because her implant site is still healing. The patient reported that when they tried using the adhesive disc, it was painful and they ripped it off.